Event description:
Boston scientific received information that the patient with this implantable pacemaker noted being told that his device was set at 60 pulses per minute; however, the patient noted having a heart rate of 40 beats per minute and feeling symptomatic. The patient also noted having their device "adjusted" a week ago to accommodate the patient's heart rate during exercise. Technical services (ts) advised the patient follow-up with their physician. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.